Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a connectivity issue in which the ilet was not reconnecting to the freestyle libre 3 plus sensor after a sensor restart, and the user was guided to rescan the sensor and place the ilet into pairing mode, after which pairing completed. No adverse clinical symptoms reported. Outcomes included successful reconnection with no alerts or alarms and no need for medical care. User support included remote troubleshooting and user education focused on rescanning the sensor and reinitiating pairing. Investigation of this case revealed a resolved pairing failure between the ilet and the cgm sensor, consistent with a communication or pairing process interruption, which was corrected through standard rescanning and pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction associated with cgm pairing procedures.